Event description:
Visiting nurse placed needle into cap, started to inject lasixheard a crack. Clamped off line, withdrew needle and syringe, needle intact. Checked cap, looked damaged. Pulled the line. Visiting rn stayed with pt 1/2 hour. M.d. Notified; pt had no pain or discomfort.